Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that they were hospitalized due to high blood glucose. The stated that they fought the insulin pump with all night with blood glucose 500 to 600 mg/dl. Then the customer was not feeling well and emergency medical service picked her up. The customer was not comfortable with the insulin pump anymore and wants to just return it and get off the insulin pump. The customer was not have time right now to perform troubleshooting or to provide hospitalization details. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer called the emergency medical services and visited the emergency room on (B)(6) 2019 in the morning with the unknown blood glucose and was out that afternoon. A night prior customer¿s blood glucose was 400 mg/dl, treated with insulin pump, customer changed set 4 times, mind telling her to sleep, body telling her to do something, feeling her heart beat in her back, brain was in auto mode, did not think to give a shot, at 6 am customer changed set, res and insulin. The customer was treated with the intravenous insulin drip in the emergency room.